Event description:
A vns treating physician reported to our distributor in (B)(4) that they had a pt whose device was displaying ifi and they had only been implanted for a short time. The pt was implanted (B)(6) 2009. Good faith attempts are underway for further programming history to review.